Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard disk drive was evaluated and replaced. The system software and calibrations were also reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system exhibited an error. Additional information was received from the field service engineer confirming that the system failed to boot up. No patient serious injury or death was reported related to this event.